Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had a red and itchy irritation under his breast and around his side. The patient confirmed he had no open skin. The patient's physician advised the patient to use a lotion on the irritation. The medical outcome of the irritation is unknown.